Manufacturer narrative:
The device was not received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent.

Event description:
Report was received from (B)(6), stating that the device had debris in the sterile package that was observed during surgery. No injuries were reported to have occurred, however, it is unk if medical intervention was necessary. The date of the event is unk. There was no additional info provided.